Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed motor error. Customer stated that the batteries were out of the insulin pump for a long time. Customer does not use the sensor feature and they were unable to complete the rewind sequence. Customer's blood glucose reading at the time of the call was 151 mg/dl. No further information reported.